Manufacturer narrative:
Additional information: b5: lens was exchanged due to high vault. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -8.0 diopter, was intraoperatively implanted, removed, and replaced for a shorter length lens into the patient's left eye (os) on (B)(6)2024. The cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).